Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "feeling symptomatic to include pressure in the chest, shortness of breath, cramp in the heart area, feels flip flopping and high heart rates" at the point of implantable pulse generator (ipg) replacement. The patient also "questioned device function." The patient stated that the device "may have" been replaced approximately seven months prior. Communication attempts were made with the clinic but no additional information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.